Manufacturer narrative:
The device communicated successfully upon receipt. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
It was reported that an asymptomatic patient presents in hospital at routine generator replacement. Device was unable to interrogate. Eri was noted to have been reached. Caller was unaware that this device was subject to the lithium battery advisory, and that immediate device replacement was suggested. The device was explanted and replaced. Patient in good condition before and after.